Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced frequent alerts including occlusion warnings and repeated restart prompts, and a device alert indicating motor stall, which led the user to power off the device temporarily; the device was later reattached and paired with the cgm. Symptoms included no reported changes in blood glucose and no injury. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting, user education on supplies and infusion site checks, and review of device alert history. Investigation of this device revealed continued restart alerts and a motor stall alert consistent with a potential device malfunction affecting the pump motor and infusion pathway. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to motor stall with potential contribution from infusion supplies or site.